Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional, via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). An infection was reported. The device was explanted on (B)(6) 2019. There were no known environmental/external/patient factors that may have led or contributed to the issue. Wound was almost closed at one time. They cleaned and sutured. Kept opening up. Negative swab. The issue was resolved at the time of the event. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was patient reported that immediately after getting device implanted she got infection in lead and implant areas. Patient noted that the incision was oozing and not healing. Two different antibiotics didn't resolve infection so hcp had to go in and scrape out infection and remove lead and implant. Whole device system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins site was reportedly being watched by the hcp's office. The hcp said they closed a small opening again at the patient's 1 week follow-up. The rep said the hcp had apparently been watching it but it ultimately got worse, not better. The rep was unaware until explant of the ins. The rep said the hcp gave the patient antibiotics but ultimately ended up explanting the ins. No further complications were reported.